Event description:
The manufacturer received information alleging a ventilator failed a test step. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's system board, machine flow sensor, inlet foam, muffler, blower, blower cap, bellows, low flow o2 tubing, fio2 tubing, blower chassis tubing, and the system pca tubing were replaced to address the issues.